Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. The pump also alarmed power loss and low battery alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with missing display window cover, fading serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm and experienced high blood glucose. The customer¿s blood glucose level was 264 mg/dl. Troubleshooting was declined for high readings. The customer was assisted with troubleshoot and the customer has received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer did not receive a power loss alarm. The insulin pump will be returned for analysis.